Event description:
It was reported that the either the right atrial (ra) lead or right ventricular (rv) lead broke off during or immediately following surgery which resulted in severe pain for the patient and kidney failure. The broken lead migrated to the abdominal wall which resulted in ulceration and inflammation consistent with a ruptured cyst. Part of the lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5072556). If information is provided in the future, a supplemental report will be issued.